Event description:
On 08/07/2025, the beta bionics ilet user reported a high blood glucose (bg) level of 231 mg/dl after consuming a meal. The highest recorded bg during the event was 256 mg/dl, and the bg remained above range for more than 90 minutes. The bg was trending downward and was corrected by the system algorithm. No alert was generated by the device, and no medical intervention or external assistance was required. The user reported feeling fine during the event. The agent advised continued bg monitoring.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.